Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the cardiomems implant procedure it was reported that the non-abbott guidewire broke in several places while in the patient. A snare was used to attempt to remove the pieces however one piece was distal to the cardiomems sensor and the physician determined it would be left in the patient to avoid accidental removal of the sensor. The patient was kept for 24 hour observation. There were no reported adverse consequences. The physician reported the cause of the break to be due to the wire itself.

Event description:
Additional information provided 14dec2022: the patient's cardiomems sensor had to be calibrated outside of the lab, post-procedure, due to the broken guidewire issue.